Manufacturer narrative:
The reported events were lead dislodgement, cardiac perforation and high pacing threshold were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the patient presented in clinic because of chest pain. Their right ventricular (rv) lead exhibited high capture threshold. Upon chest x-ray, their rv lead was dislodged and perforated through the wall of the heart. The lead was explanted and replaced. The patient was recovering post-procedure.